Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2006 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation on (B)(6) 2006 due to cystocele and stress incontinence. It was reported that she underwent transvaginal excision of vaginal foreign body with cystourethroscopy and mesh explantation/revision information on (B)(6) 2011 due to mesh erosion. The patient experienced pain, erosion, infection, dyspareunia, and vaginal scarring. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
This is one of two medwatches being submitted. See also medwatch 2210968-2012-04858. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(6). It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, recurrence, bleeding, dyspareunia, and neuromuscular. The patient underwent a gynecological procedure on (B)(6) 2010 and had a novasure endometrial ablation. It was reported that on (B)(6) 2011 the patient had mesh removed due to erosion and a baxter fioscal implanted. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-04858. The same patient is represented in each medwatch.